Event description:
The device was used during an anastomsis procedure. Reportedly, the instrument was difficult to open and tissue was torn. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.